Event description:
The customer reported that there was an "ma on in error" message displayed. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The p6 connector on the mainframe backplane pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.